Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly and the instrument broke. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.